Event description:
Completed medwatch rec'd from user facility reporting disconnection of venous bloodline from the central line catheter. The type of central catheter in use is not known. One hour into the dialysis treatment, it was noted that the bloodline had become disconnected from the venous port of the catheter. The pt had been placed into trendelenberg position 15 minutes prior because of poor bloodflow from the catheter. Pre dialysis bp had been 107/61 sitting and 89/57 standing. The bloodflow during treatment had been decreased to 300cc/min. Estimated bloodloss is approx 500cc. Hematocrit pre event was 32.6 on 12/1. The pt was transferred to the acute care hospital and the hematocrit immediately post event was 28. The hematocrit was repeated at the facility on 12/9. And found to be 25. The pt was not transfused. The pt did not require hospitalization. The pt did not experience permanent injury as the result of this incident.